Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092-58, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient had a syncopal episode at home and was found to be in ventricular tachycardia (vt). It was further reported that the device had a power on reset (por) and the physician felt there may have been an intermittent loss of pacing. The patient felt the vt was due to prolonged vvi 65 programming and possible intermittent loss of pacing. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. However, analysis of the device memory indicated a partial electrical reset. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.